Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16809. It was reported that the patient presented for an elective generator change out and lead revision procedure. Upon interrogation, the right ventricular lead exhibited low pacing impedance and the right atrial lead exhibited elevated capture thresholds. The physician also alleged externalized conductors on the right ventricular lead. The physician capped and replaced both leads on (B)(6) 2020. The patient was in stable condition.